Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reinforced the contact of the printed circuit board in the workstation. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a call service error message on the left monitor and would not boot up. No pt injury was reported.